Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific that a sensor guidewire was used during a ureteroscopy procedure on a male patient over 18 years of age. According to the complainant, during advancement of a ureteroscope over the sensor guidewire it was noticed that some of the blue ptfe coating had come away from the core of the wire into the patient's left ureter. The guidewire was removed from the patient and the procedure was completed with a different guidewire. There were no complications to the patient. The patient condition is reported to be "stable."